Event description:
The pt had not felt stimulation sensation for about a yr. Troubleshooting with the pt's programmer resulted in the pt feeling no stimulation on one lead, and inadequate stimulation on the other lead. Subsequently, she experienced shocking/jolting, overstimulation, and painful stimulation in her leg and foot. She could not stand up or walk, and the programmer would not decrease or turn off the stimulation. It was determined that the 9v battery in the programmer was low. The pt did not have a new one. Her home nurse was contacted and agreed to bring the pt a new battery, and turn off the stimulation. The outcome is unk. Further info is being requested from the hcp.